Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a audio tone/vibration (quiet sounds) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/09/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/18/2015 with the following findings: all sound settings were set to "high", except the temp basal which was set to "off". The audio was detected and alerted appropriately when the pump was powered on. At piezo activation, the pump audio measured at 61.6db in the piezo tester. The reported "quiet sounds" was not duplicated during investigation.